Event description:
This is being filed to report that single leaflet device attachment (slda) and increased mitral regurgitation (mr) which occurred with clip 10321615/(B)(4), and required medical intervention. It was reported that this was a mitraclip procedure to treat functional mr with a grade of 3-4. Clip 1 (10325055/(B)(4)) was implanted and the mr grade was reduced to 3. Difficulty was noted during placement due to a short posterior medical leaflet (pml). Next, clip 2 (10321615/(B)(4)) was implanted and the mr grade was reduced to 2. The third clip delivery system (cds 10330785/(B)(4)) was advanced; however, this clip 3 came in contact with the implanted clip 2, and the clip 2 detached from the pml, and remained on the anterior leaflet. After clip 2 detached, the mr grade increased to 4. There was no leaflet damage. The same clip 3 was then implanted to stabilize the clip 2. After clip 3 was implanted, the mr grade remained at 4. It was confirmed that there was no difficulty with the clips or with the steering of the clips. A jet remains between clip 1 and clip 2; therefore, it is possible that a second procedure will be performed in a few weeks to implant a clip in this area. A clinically significant delay in the procedure was reported due to the clip detachment; however, the patient was confirmed to be clinically stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, 1 implanted mitraclip, clip delivery system (cds 10330785/(B)(4)). The additional clip (10330785/(B)(4)) referenced is being filed under a separate medwatch report. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for the slda leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the third clip interacted with the second clip, which resulted in the reported slda of the second clip; therefore this interaction is related to procedural conditions and not a product quality deficiency. The patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mr appears to be related to the slda. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the complaint handling database indicated there had been no similar slda incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.